Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No further information is available. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open gastrectomy and distal pancreatectomy, the device could not be fired at the 3rd firing. The jaws did not open as well. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.